Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a contaminated ise module and defective carbon bridge. The fse performed decontamination and replaced the carbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion selective electrolyte (ise) which includes sodium (na), carbon dioxide (co2), potassium (k), calcium (calc), and chloride (cl) with low anion gap results on their dxc 600 dxci clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.